Manufacturer narrative:
Concomitant medical products - model: 7000, competitor lead; implanted: (B)(6) 2007. Model: 8637-20, neuro pump; implanted: (B)(6) 2016. Model: 8780, catheter; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection and their implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.